Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center noted the unit went through a burn in process for over eight (8) hours and was unable to duplicate the reported event. However, they did find a bent coupler causing and off-centered image. As the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus a black screen on their hd autoclavable camera head. There was no patient injuries, harm or death reported.

Event description:
The event occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section b5. The event occurred during reprocessing, which was inadvertently left out of section b5 in the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the coupler was bent causing an off-center image, it is likely the image was not displayed due to the following reason: the facility attached a hard mirror with narrow vision angle to the camera head, so an image was located off-center. Olympus will continue to monitor field performance for this device.